Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transapical tavr procedure with a 26mm sapien 3 ultra valve, the balloon on the 26mm certitude delivery system ruptured at the end of valve deployment, blood was seen in the syringe. The valve was fully deployed. The patient was in stable condition.